Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found the helix was extended and clogged with blood/tissue, as received. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead exhibited failure to extend and possible damage. The rv lead was not used and replaced. The patient was in stable condition.